Event description:
It was reported that the patient with this communicator was in their bed when they noticed two wires from the communicator were in contact with their metal bed frame which resulted in their heating pad shorting out. Due to this, the patient received an electric shock which threw them out of their bed and led to hurting their hip. Patient found the source and disconnected the wires. The patient reached out to boston scientific technical services and replacement of the communicator was advised. The patient was mailed a new communicator. This device is expected to be returned for analysis. No further adverse patient effects were reported.